Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stops and controller clock corrupt alarms indicating a total loss of external power to the system controller, which appeared consistent with full depletion of the 14v batteries and backup battery. A specific duration of time for which the pump was stopped could not be conclusively determined. As an additional observation, low flow alarms were confirmed through the analysis of the submitted log files. A specific cause for the low flow alarms could not be conclusively determined. A direct correlation between the log file findings and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller periodic log file contains data from (B)(6) 2020 at 22:47:13 through (B)(6) 2020 at 11:46:00, one line of data with a timestamp of (B)(6) 2000 at 00:59:59, and one final line of data with a timestamp of (B)(6) 2020 at 08:30:32. It appeared that the patient was supported by two fully charged 14v batteries on (B)(6) 2020 at 14:46:06. The 14v batteries appeared to deplete consistently from this time through (B)(6) 2020 at 10:12:52 (observed in the system controller event log file). The no external power alarm became active at this time, indicating that the external 14v batteries had completely depleted. The pump speed did not drop below the low speed limit until 12:20:48, at which time the internal backup battery (ebb) appeared to fully deplete, and the pump stopped. A complete loss of external power was observed after (B)(6) 2020 at 12:20:53. The next line of data captured a timestamp of the default date of (B)(6) 2000 at 12:00 am with an active clock corrupt alarm (investigated under pi-2020-0111815-02). The final lines of data in the system controller event log file had a timestamp of (B)(6) 2020 at 08:05:00. A duration of time for which the pump was stopped could not be conclusively determined. As an additional observation, intermittent low flow alarms were observed while the pump was running on (B)(6) 2020. Calculated average flow ranged from 2.3-2.4 lpm for these events. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. The lvad event log file also captured data that appears consistent with the loss of external power. After (B)(6) 2020 at 12:20:48, the timestamp reset to the default date of (B)(6) 2010 at 20:00. The pump appeared to be operating as intended after power was restored, from 08:05:35 through 08:32:25 on (B)(6) 2020. The center reported that the patient arrived to the emergency room (ER) with ¿dead batteries¿. Upon evaluation, the patient was lethargic and unable to give a clear description of explanation. It was later reported that the patient is a poor historian with recent substance abuse. The patient was unaccounted for several days leading up to the ER visit. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no related complaints have been reported at this time. The hm 3 lvas instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The hm 3 lvas IFU provides information about the pump flow display and the low flow hazard alarm. This IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to ER with dead batteries. It was uncleared if pump stopped. Upon evaluation, patient was lethargic and unable to give a clear description or explanation. There were also no external power alarms that were caused by patient disconnecting both leads from power. The backup battery ran the pump until it ran down and caused the controller to reset to default readings of (B)(6) 2000. The patient was connected backup to battery and power module at the end of the event log file with the date of (B)(6) 2020.